Manufacturer narrative:
Initial and final MDR (B)(4) MDR - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient' faced a kinked cannula on 13-apr-2024, 19-apr-2024, 22-apr-2024, 27-apr-2024, 30-apr-2024, 05-may-2024.the issue occurred with six infusion sets and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available22-apr-2024,